Manufacturer narrative:
The investigation is ongoing. Further information has been requested but has not yet been received. A follow up medwatch will be submitted when additional information becomes available.

Event description:
The event occurred in china. It was reported that the error message ¿head error¿ occurred after turning on the rotaflow console during the device preparing process. The customer used another console for treatment. During the investigation by the getinge field service technician the rotaflow drive was detected as defective. No harm to any person and no delay in treatment has been reported. Complaint ID: (B)(4).

Manufacturer narrative:
The event occurred in china. It was reported that the error message ¿head error¿ occurred after turning on the rotaflow console during the device preparing process. The customer used another console for treatment. During the investigation by the getinge field service technician the rotaflow drive was detected as defective. No harm to any person and no delay in treatment has been reported. The reported failure ¿head error¿ could lead to the pump stop therefore, a report is required. The rotaflow console (rfc) with s/n (B)(6) and the rotaflow drive (rfd) with s/n (B)(6) was investigated by a getinge field service technician and the technician was able to confirm the reported "head error" on the rotaflow drive. The customer confirmed not to order any repair of the device. Based on these investigation results the reported failure "head error" could be confirmed. The following most possible root cause could be determined for the head error: the head error is caused by the hot plug. When the device is in operation and the power plug is plugged in or out the head error occurs and the rota flow drive and / or the control board is damaged. As a result the rota flow drive and / or the control board has to be replaced. Rotaflow console: the review of the non-conformities was performed on 2024-03-27 and during the period of 2022-03-21 to 2024-03-27 does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The rotaflow console with s/n (B)(6) was produced in 2022-03-21. Rotaflow drive: the review of the non-conformities was performed on 2024-03-27 and during the period of 2022-03-21 to 2024-03-27 does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The rotaflow drive with s/n (B)(6) was produced in 2022-03-21. In order to avoid reoccurrence of the reported failure, the customer will be informed by the getinge sales and service unit (ssu) to follow the chapter in the instruction for use heart-lung support. System rotaflow system/ 4.4 / en / 15. Chapter 4.1.3: switch off the rotaflow console on/off switch before connecting the rotaflow drive to or disconnecting it from the rotaflow console. Otherwise the rotaflow console may be damaged. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID: (B)(4).